Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported difficulty was encountered when trying to start mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare field engineer received additional information that the ventilation did not start because the bellows was empty. When the user filled the bellows, the mechanical ventilation started. The event was not reportable due to user error. No repair necessary.